Event description:
It was reported that the customer overestimated the amount of insulin needed, and delivered multiple boluses to address a blood glucose (bg) level. The customer's blood glucose level was 51 mg/dl and was treated by consuming carbohydrates. Additionally, intermittent occlusion alarms occurred. A systems check was performed with tandem technical support and no issues were identified. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. It was reported that the customer overestimated the amount of insulin needed, and delivered multiple boluses to address a blood glucose (bg) level. The customer's blood glucose level was 51 mg/dl and was treated by consuming carbohydrates. Additionally, intermittent occlusion alarms occurred. A systems check was performed with tandem technical support and no issues were identified. Reportedly, the customer continued to use the pump for insulin therapy.